Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopic surgery the suture tore while tightening the loop. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, 2.6 mm knotless fibertak ¿ anchor, ar-3641, was received for investigation. Visual inspection noted that the blue suture tape was broken. Functional testing was not performed due to the damage to the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause is attributed to misuse due to prying/leveraging the device during use and using excessive force used during suture passing/tightening/tensioning.